Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the patient controller and recharger telemetry module were replaced and that since no further contact had been received; the issue was considered resolved. The cause of the stimulator draining rapidly was unknown. There remained no complications reported or anticipated.

Event description:
It was reported that the battery of the stimulation device is depleting rapidly. Currently, an attempt is being made to charge the stimulation device, but a yellow triangle is appearing at the human figure mark on the controller. Charging has been performed daily until reaching 100%, and previously, the charge would decrease to 80% or, at most, 70% by the next day. However, recently, it has been observed to decrease to 50% or even 30% by the following day. It was unknown what factors may have caused the event. When guidance was provided regarding a reset, it was reported that a reset had already been performed during the previous phone call, but no improvement was observed, leading to the claim that the controller was defective. The individual appeared unwilling to perform a reset, but was able to remove the battery pack for serial number confirmation. After the battery pack was reattached and the screen was checked, the date screen appeared, and it was indicated that the displayed date was not today¿s date. Guidance regarding correction w as attempted, but a strong request for controller replacement was expressed, and further discussion was not entertained. The screen displaying the triangle mark error changed quickly, so the error number could not be identified, but it was presumed to be a low battery error. During the conversation, it was confirmed that the battery level increased from 30% to 50%, indicating that charging was occurring, and it was considered that there were no issues with the controller or recharger. Regarding the possibility of rapid battery depletion in the stimulation device, a request was made for a medical visit to have the device status checked using the physician¿s programming, but the individual was not satisfied and strongly requested replacement. Therefore, the matter was referred to the person in charge for response. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.